Event description:
It was reported that unspecified bd¿ pen needle was jammed. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that the pen needles jam.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ pen needle was jammed. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the pen needles jam.